Event description:
The customer reported that the device went up in pressure on its' own during a surgical procedure at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the device went up in pressure on its own during a surgical procedure at the user facility. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.